Event description:
Hospital is reporting 4 patients with dvts while utilizing a bioflo PICC device. Each PICC was in situ for approximately 10 days. No additional complications have been reported. It was indicated that no samples would be returned to navilyst medical.

Manufacturer narrative:
Navilyst medical is in the process of obtaining additional information including lot number(s), event dates and patient condition from the hospital. The investigation into this event is ongoing. Upon completion of the investigation, a supplemental medwatch will be submitted. ((B)(4))